Event description:
It is reported that when the surgeon started to place the articular surface on the tibial component it did not conform to the tibial plate. A new articular surface was used.

Manufacturer narrative:
This report will be amended when our investigation is complete.